Event description:
My saline implants ruptured. They are still in and last warranty so the plastic is sitting on my rib cage and making it hard to breath. It is also plastic that is getting sharp and hard and sitting on my bra line ripping into my side. I saw the doctor and insurance doesn't pay to have them out or anything reconstructive and is (B)(6). I am out of work have scoliosis asthma and very bad back hip neck problems. This is just making it all unbearable every breath. I really need some assistance as it is health issue and has been in my body way too long. Scoliosis hip issues asthma rheumatoid arthritis adhd gout anxiety depression. (B)(6) 2003, given into/under the skin, "310 cc". Had a mammogram in july. Had a mammogram in (B)(6). Reference report #mw5147957.